Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that there were no issues during intubation for a total thyroidectomy to remove a large compressive goiter; the patient had an awake, flexible intubation. At the end of the case, both nerves stimulated; there was no device malfunction alleged. The patient was extubated 3 days after the thyroidectomy. Five days after the surgery the patient returned for exploration, at which time it looked like she had an endolaryngeal burn, irritation and superficial ulceration, described as macerated tissue. She was treated with steroids and taken for exploration and was found to have subglottic stenosis; a tracheostomy was performed. The patient is currently doing well without any issue at all and was decannulated a long time ago.